Manufacturer narrative:
Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer comment: the lot number was not reported and therefore a batch record analysis was not performed. Pharmacovigilance comment: the serious events of foreign body reaction and sarcoidosis, and the non-serious events of swelling, erythema and infection at the implant site were considered expected and possibly related to the treatment. Serious criteria included permanent damage; there was no report of corrective treatment. The non-serious event of viral infection and peripheral oedema were considered unexpected and unrelated to the treatment. The diagnosis of cutaneous sarcoidosis was considered to be a less likely etiology for the granulomas than the diagnosis of foreign body reaction, due to the presence of plla in the histopathological samples; a pulmonary evaluation was negative. The facial and peripheral swelling were likely a prodrome of the impending inflammatory reaction. Possible contributory factors for the events include a possible viral infection and bacterial seeding of a facial implant site. The patient proposed that sutures from a rhinoplasty might have contributed to the event; however, this is unlikely considering the location of the lesions throughout the face and neck. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Exemption number: e2015005. Galderma laboratories, l. P. (Importer registration number: (B)(4) is submitting the report on behalf of q-med ab (manufacturer registration number: (B)(4).

Event description:
Case reference number: (B)(4) is a spontaneous report sent on (B)(6) 2019 by a physician which refers to a female aged around 49-50 years at the time of the event. No information about medical history, concomitant medication, history of allergies or previous filler treatments. On (B)(6) 2014, the patient received treatment with 2 vials of sculptra to face. On (B)(6) 2014, the patient received an additional treatment with 2 vials of sculptra to face. The patient did not receive any injections in the neck. The lot numbers, needle types and injection technqiues were not reported. The treatment was uneventful and successful, and the patient was pleased with the result. In jun-2018, the patient had a facelift, which was uneventful and successful. In nov-2018, the patient contracted a potential viral infection(viral infection). The patient's face started swelling (implant site swelling) and became red (implant site erythema). Lumps started to form on her face and neck. The lumps progressively increased in number and size. The patient went to see a dermatologist and a histopathologist, who performed a biopsy (results are attached) and the diagnosis was foreign body granuloma(foreign body reaction), containing crystals of plla and believed to be associated with sculptra. The granulomas were present on the temples, face and neck. During the visit to the histopathologist, it was noted that the patient also had slightly elevated ace levels, which is associated with many aetiology including sarcoid. The histopathologist suspected sarcoidosis (cutaneous sarcoidosis) and stated it is a well-known fact that foreign body can be seen in sarcoidal granulomatous inflammation. The histopathologist also stated, though, finding foreign body does not completely exclude sarcoidosis, he/she still favoured foreign body granulomatous inflammation. This was due to the fact that the considerable numbers of foreign bodies were seen and they resembled cosmetic fillers. However, sarcoidosis could not be excluded considering the raised ace levels. The dermatogist reported that the diagnostic biopsy showed granulomatous inflammation with evidence of foreign body reaction in the skin. What slightly complicated that otherwise plausible connection between the previous injections and the current granulomatous looking information associated with foreign body material, was that the patient's serum ace level was moderately elevated and this could be seen in the diagnosis of sarcoidosis. The histological findings on the biopsy could be compatible with sarcoidosis, even with the foreign body type reaction as this was a finding in a proportion of patients with sarcoid. The dermatologist's thoughts were that it was much more likely that the diagnosis was foreign body reaction and the histopathologist also felt that on balance, looking at the histological appearance, that was more likely a reaction to the previous injections. The patient mentioned that before the lumps appeared at face, she had been a little unwell for a month with some generalised swelling of the face but also some swelling at extremities (oedema peripheral) and the dermatologist wondered whether she might have had an suspected infection/biofilm formation (implant site infection) that then caused the complication at the filler injection sites through biofilm formation. To clarify all of this, the dermatologist sent the patient a form for a repeat blood test for serum ace and also a form for her to have a chest x-ray carried out. The dermatologist recommended the patient to provide the histology report to the treating physician and to her plastic surgeon who performed her facelift last year. Treatment for the adverse event was not reported. On (B)(6) 2019, the patient reported that she had never had any artecol injected previously. She only had sculptra and juvederm treatments that one time with the reporting physician. The patient did not have any recent tests done. She only had one biopsy and no more since then or at anytime before. On (B)(6) 2019, the reporting physician reported that she personally did not believe it was sculptra that caused the events as they appeared five years after treatment. However, the biopsy stated foreign body granulomas, diagnosed as resembling poly l lactic acid, so the dermatologist believes it was from the patient's sculptra treatment done that many years previously. On (B)(6) 2019, the reporting physician reported that there were no new information and she was still waiting for the test results. On (B)(6) 2019, follow-up information was received from the reporting physician. The patient had sent the following information to the physician. The secretary of the lung consultant told the patient that an unspecified report was negative. The sutures that were used in the patient's face were ethibond permanent- polyethylene terephthalate and vicryl dissolvable - polyglactin 910 absorbed in 56-70 days. The patient was wondering if they recognized this as potentially the nucleus of the granuloma removed via the biopsy (as reported). Furthermore, on friday (unspecified date) the patient was supposed to ask the dermatologist to contact the lab to discuss sculptras opinion that the findings are not as they say of 'a polylactive type' (as reported). Outcome at the time of the report: swelling was recovered/resolved. Red was recovered/resolved. Foreign body granuloma was not recovered/not resolved. Suspected sarcoidosis was not recovered/not resolved. Potential viral infection was recovered/resolved. Swelling at extremities was recovered/resolved. Suspected infection/biofilm formation was recovered/resolved. Tracking list: v.0 initial, v.1 fu information received on (B)(6) 2019 by the patient, (B)(6) 2019 by the reporting physician: no new information, the reporting physician is still waiting for the test results. V.2 fu information received on (B)(6) 2019 from the physician, which was reported by the patient. Sutures were performed on the patient and an unspecified lung evaluation was reported to be negative.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6)2019 by a physician which refers to a female aged around 49-50 years at the time of the event. No information about medical history, concomitant medication, history of allergies or previous filler treatments. On (B)(6)2014, the patient received treatment with 2 vials of sculptra to face. On(B)(6)2014, the patient received an additional treatment with 2 vials of sculptra to face. The patient did not receive any injections in the neck. The lot numbers, needle types and injection technqiues were not reported. The treatment was uneventful and succesful, and the patient was pleased with the result. In jun-2018, the patient had a facelift, which was uneventful and successful. In nov-2018, the patient contracted a potential viral infection(viral infection). The patient's face started swelling(implant site swelling) and became red(implant site erythema). Lumps started to form on her face and neck. The lumps progressively increased in number and size. The patient went to see a dermatologist and a histopathologist, who performed a biopsy (results are attached) and the diagnosis was foreign body granuloma(foreign body reaction), containing crystals of plla and believed to be associated with sculptra. The granulomas were present on the temples, face and neck. During the visit to the histopathologist, it was noted that the patient also had slightly elevated ace levels, which is associated with many aetiology including sarcoid. The histopathologist suspected sarcoidosis(cutaneous sarcoidosis) and stated it is a well-known fact that foreign body can be seen in sarcoidal granulomatous inflammation. The histopathologist also stated, though, finding foreign body does not completely exclude sarcoidosis, he/she still favoured foreign body granulomatous inflammation. This was due to the fact that the considerable numbers of foreign bodies were seen and they resembled cosmetic fillers. However, sarcoidosis could not be excluded considering the raised ace levels. The dermatogist reported that the diagnostic biopsy showed granulomatous inflammation with evidence of foreign body reaction in the skin. What slightly complicated that otherwise plausible connection between the previous injections and the current granulomatous looking information associated with foreign body material, was that the patient's serum ace level was moderately elevated and this could be seen in the diagnosis of sarcoidosis. The histological findings on the biopsy could be compatible with sarcoidosis, even with the foreign body type reaction as this was a finding in a proportion of patients with sarcoid. The dermatologist's thoughts were that it was much more likely that the diagnosis was foreign body reaction and the histopathologist also felt that on balance, looking at the the histological appearance, that was more likely a reaction to the previous injections. The patient mentioned that before the lumps appeared at face, she had been a little unwell for a month with some generalised swelling of the face but also some swelling at extremities(oedema peripheral) and the dermatologist wondered whether she might have had an suspected infection/biofilm formation(implant site infection) that then caused the complication at the filler injection sites through biofilm formation. To clarify all of this, the dermatologist sent the patient a form for a repeat blood test for serum ace and also a form for her to have a chest x-ray carried out. The dermatologist recommended the patient to provide the histology report to the treating physician and to her plastic surgeon who performed her facelift last year. Treatment for the adverse event was not reported. On (B)(6)2019, the patient reported that she had never had any artecol injected previously. She only had sculptra and juvederm treatments that one time with the reporting physician. The patient did not have any recent tests done. She only had one biopsy and no more since then or at anytime before. On (B)(6)2019, the reporting physician reported that she personally did not believe it was sculptra that caused the events as they appeared five years after treatment. However, the biopsy stated foreign body granulomas, diagnosed as resembling poly l lactic acid, so the dermatologist believes it was from the patient's sculptra treatment done that many years previously. On (B)(6)2019, the reporting physician reported that there were no new information and she was still waiting for the test results. Outcome at the time of the report: swelling was recovered/resolved. Red was recovered/resolved. Foreign body granuloma was not recovered/not resolved. Suspected sarcoidosis was not recovered/not resolved. Potential viral infection was recovered/resolved. Swelling at extremities was recovered/resolved. Suspected infection/biofilm formation was recovered/resolved.

Manufacturer narrative:
Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer comment: the serious events of foreign body reaction and sarcoidosis, and the non-serious events of swelling, erythema and infection at the implant site were considered expected and possibly related to the treatment. Serious criteria included the likely need for intervention to prevent permanent damage, e.g., intralesional, oral or systemic steroids to prevent scarring and close medical monitoring. The non-serious event of viral infection and peripheral oedema were considered unexpected and unrelated to the treatment. There was insufficient evidence of permanent damage since cutaneous sarcoidosis was considered to be a less likely etiology for the granulomas than the diagnosis of foreign body reaction, due to the presence of plla in the histopathological samples. The facial and peripheral swelling were likely a prodrome of the impending inflammatory reaction. Possible contributory factors for the events include inflammatory reaction from a viral infection, bacterial seeding of a facial implant site or sarcoidosis. At the time only the granuloma remained ongoing. Additional diagnostic testing had been requested by the dermatologist. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Follow-up information will be requested. Exemption number: e2015005 galderma laboratories, l. P. (Importer registration number: 1000118068) is submitting the report on behalf of q-med ab (manufacturer registration number 9710154).

Manufacturer narrative:
Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer comment: the serious events of foreign body reaction and sarcoidosis, and the non-serious events of swelling, erythema and infection at the implant site were considered expected and possibly related to the treatment. Serious criteria included the likely need for intervention to prevent permanent damage, e.g., intralesional, oral or systemic steroids to prevent scarring and close medical monitoring. The non-serious event of viral infection and peripheral oedema were considered unexpected and unrelated to the treatment. There was insufficient evidence of permanent damage since cutaneous sarcoidosis was considered to be a less likely etiology for the granulomas than the diagnosis of foreign body reaction, due to the presence of plla in the histopathological samples. The facial and peripheral swelling were likely a prodrome of the impending inflammatory reaction. Possible contributory factors for the events include inflammatory reaction from a viral infection, bacterial seeding of a facial implant site or sarcoidosis. At the time only the granuloma remained ongoing. Additional diagnostic testing had been requested by the dermatologist. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Follow-up information will be requested. Exemption number: e2015005 galderma laboratories, l. P. (Importer registration number: 1000118068) is submitting the report on behalf of q-med ab (manufacturer registration number 9710154).

Event description:
Case reference number (B)(4) is a spontaneous report sent on 01-feb-2019 by a physician which refers to a female aged around (B)(6) years at the time of the event. No information about medical history, concomitant medication, history of allergies or previous filler treatments. On (B)(6) 2014, the patient received treatment with 2 vials of sculptra to face. On (B)(6)2014, the patient received an additional treatment with 2 vials of sculptra to face. The patient did not receive any injections in the neck. The lot numbers, needle types and injection techniques were not reported. The treatment was uneventful and successful, and the patient was pleased with the result. In (B)(6) 2018, the patient had a facelift, which was uneventful and successful. In (B)(6) 2018, the patient contracted a potential viral infection(viral infection). The patient's face started swelling (implant site swelling) and became red (implant site erythema). Lumps started to form on her face and neck. The lumps progressively increased in number and size. The patient went to see a dermatologist and a histopathologist, who performed a biopsy (results are attached) and the diagnosis was foreign body granuloma(foreign body reaction), containing crystals of plla and believed to be associated with sculptra. The granulomas were present on the temples, face and neck. During the visit to the histopathologist, it was noted that the patient also had slightly elevated ace levels, which is associated with many aetiology including sarcoid. The histopathologist suspected sarcoidosis(cutaneous sarcoidosis) and stated it is a well-known fact that foreign body can be seen in sarcoidal granulomatous inflammation. The histopathologist also stated, though, finding foreign body does not completely exclude sarcoidosis, he/she still favoured foreign body granulomatous inflammation. This was due to the fact that the considerable numbers of foreign bodies were seen and they resembled cosmetic fillers. However, sarcoidosis could not be excluded considering the raised ace levels. The dermatologist reported that the diagnostic biopsy showed granulomatous inflammation with evidence of foreign body reaction in the skin. What slightly complicated that otherwise plausible connection between the previous injections and the current granulomatous looking information associated with foreign body material, was that the patient's serum ace level was moderately elevated and this could be seen in the diagnosis of sarcoidosis. The histological findings on the biopsy could be compatible with sarcoidosis, even with the foreign body type reaction as this was a finding in a proportion of patients with sarcoid. The dermatologist's thoughts were that it was much more likely that the diagnosis was foreign body reaction and the histopathologist also felt that on balance, looking at the histological appearance, that was more likely a reaction to the previous injections. The patient mentioned that before the lumps appeared at face, she had been a little unwell for a month with some generalised swelling of the face but also some swelling at extremities (oedema peripheral) and the dermatologist wondered whether she might have had an suspected infection/biofilm formation(implant site infection) that then caused the complication at the filler injection sites through biofilm formation. To clarify all of this, the dermatologist sent the patient a form for a repeat blood test for serum ace and also a form for her to have a chest x-ray carried out. The dermatologist recommended the patient to provide the histology report to the treating physician and to her plastic surgeon who performed her facelift last year. Treatment for the adverse event was not reported. Outcome at the time of the report: swelling was recovered/resolved. Red was recovered/resolved. Foreign body granuloma was not recovered/not resolved. Suspected sarcoidosis was not recovered/not resolved. Potential viral infection was recovered/resolved. Swelling at extremities was recovered/resolved. Suspected infection/biofilm formation was recovered/resolved.

Manufacturer narrative:
Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer comment: sanofi confirms that no quality issues have been identified in the overall manufacturing process of the specified batch, which resulted to be conformed to the cgmp and to the specifications requirements. Pharmacovigilance comment: the serious events of foreign body reaction and cutaneous sarcoidosis, and the non-serious events of swelling, erythema and infection at the implant site were considered expected and possibly related to the treatment. Serious criteria for the granulomatous reaction included permanent damage; there was no report of corrective treatment. The non-serious events of fatigue, hilar lymphadenopathy, peripheral oedema and viral infection were considered unexpected and unrelated to the treatment. The diagnosis of foreign body granuloma is confirmed by the presence of plla in the histopathological samples; the presence of hilar lymphadenopathy, fatigue and elevated serum angiotensin-converting enzyme supports the possible additional diagnosis of sarcoidosis. There are many potential occupational and environmental causes that are thought to trigger an aberrant immune response leading to the condition. Possible contributory factors for the events include viral, mycobacterial or propionibacterial infections, chronic low grade infection or biofilm secondary to bacterial seeding of a facial implant given recent plastic surgery, and genetic predisposition. Positron emmission tomography ruled out lung involvement. The systemic signs and symptoms were consistent with an underlying condition rather than the treatment. The facial and peripheral swelling that occurred one month prior to the event onset were likely a prodrome of the impending inflammatory reaction. The patient proposed that sutures from a facelift might have contributed to the event; however, this is unlikely since the location of the lesions throughout the face and neck did not affect the suture sites. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. This case was previously reported to FDA utilizing exemption number: e2015005. Galderma laboratories, l. P. (Importer registration number: (B)(4)) is submitting the report on behalf of q-med ab (manufacturer registration number (B)(4)).

Event description:
Case reference number (B)(4) is a spontaneous report sent on 01-feb-2019 by a physician which refers to a female aged around 49-50 years at the time of the event. No information about medical history, concomitant medication, history of allergies or previous filler treatments. The treating physician reported that the patient was previously healthy. On (B)(6) 2014, the patient received treatment with 2 vials of sculptra (lot a3065, exp. Feb-2016) to face. On (B)(6) 2014, the patient received an additional treatment with 2 vials of sculptra (lot a3065, exp. Feb-2016) to face. The patient did not receive any injections in the neck. The lot numbers, needle types and injection techniques were not reported. The treatment was uneventful and successful, and the patient was pleased with the result. In (B)(6) 2018, the patient had sutures in the face (facelift) performed by a plastic surgeon. The sutures that were used in the patient's face were ethibond permanent- polyethylene terephthalate and vicryl dissolvable - polyglactin 910 absorbed in 56-70 days. It was reported that the facelift was uneventful and successful. In (B)(6) 2018, the patient contracted a potential viral infection(viral infection). The patient's face started swelling(implant site swelling) and became red(implant site erythema). Lumps started to form on her face and neck. The lumps progressively increased in number and size. The patient went to see a dermatologist and a histopathologist, who performed a biopsy (results are attached) and the diagnosis was foreign body granuloma(foreign body reaction), containing crystals of plla and believed to be associated with sculptra. The granulomas were present on the temples, face and neck. During the visit to the histopathologist, it was noted that the patient also had slightly elevated ace levels, which is associated with many aetiology including sarcoid. The histopathologist suspected sarcoidosis(cutaneous sarcoidosis) and stated it is a well-known fact that foreign body can be seen in sarcoidal granulomatous inflammation. The histopathologist also stated, though, finding foreign body does not completely exclude sarcoidosis, he/she still favoured foreign body granulomatous inflammation. This was due to the fact that the considerable numbers of foreign bodies were seen and they resembled cosmetic fillers. However, sarcoidosis could not be excluded considering the raised ace levels. The dermatogist reported that the diagnostic biopsy showed granulomatous inflammation with evidence of foreign body reaction in the skin. What slightly complicated that otherwise plausible connection between the previous injections and the current granulomatous looking information associated with foreign body material, was that the patient's serum ace level was moderately elevated and this could be seen in the diagnosis of sarcoidosis. The histological findings on the biopsy could be compatible with sarcoidosis, even with the foreign body type reaction as this was a finding in a proportion of patients with sarcoid. The dermatologist's thoughts were that it was much more likely that the diagnosis was foreign body reaction and the histopathologist also felt that on balance, looking at the the histological appearance, that was more likely a reaction to the previous injections. The patient mentioned that before the lumps appeared at face, she had been a little unwell for a month with some generalised swelling of the face but also some swelling at extremities(oedema peripheral) and the dermatologist wondered whether she might have had an suspected infection/biofilm formation(implant site infection) that then caused the complication at the filler injection sites through biofilm formation. To clarify all of this, the dermatologist sent the patient a form for a repeat blood test for serum ace and also a form for her to have a chest x-ray carried out. The dermatologist recommended the patient to provide the histology report to the treating physician and to her plastic surgeon who performed her facelift last year. Treatment for the adverse event was not reported. On (B)(6) 2019, the patient reported that she had never had any artecol injected previously. She only had sculptra and juvederm treatments that one time with the reporting physician. The patient did not have any recent tests done. She only had one biopsy and no more since then or at anytime before. On (B)(6) 2019, the reporting physician reported that she personally did not believe it was sculptra that caused the events as they appeared five years after treatment. However, the biopsy stated foreign body granulomas, diagnosed as resembling poly l lactic acid, so the dermatologist believes it was from the patient's sculptra treatment done that many years previously. On (B)(6) 2019, the reporting physician reported that there were no new information and she was still waiting for the test results. On (B)(6) 2019, follow-up information was received from the reporting physician. The patient had sent the following information to the physician. The secretary of the lung consultant told the patient that an unspecified report was negative. The sutures that were used in the patient's face were ethibond permanent- polyethylene terephthalate and vicryl dissolvable - polyglactin 910 absorbed in 56-70 days. The patient was wondering if they recognized this as potentially the nucleus of the granuloma removed via the biopsy (as reported). Furthermore, on friday (unspecified date) the patient was supposed to ask the dermatologist to contact the lab to discuss sculptras opinion that the findings are not as they say of 'a polylactive type' (as reported). On (B)(6) 2019, follow-up information was received from the patient. The patient wondered if the sutures performed in (B)(6) 2018 could have contributed to the foreign body even though her dermatologist stated it was a foreign body seen with products such as sculptra. Largley, the granulomas did not form in any part of the suture sights. On (B)(6) 2019, follow-up information was received from the patient via the physician. The patient's current health status was generally good although fatigued(fatigue). A recent pet scan had been written up and confirmed that there was not any sarcoidosis of the lungs to date, only hilar lymphadenopathy(hilar lymphadenopathy). The patient was not receiving any current treatment to any health issues at the time of this follow-up, she had only been going to consultation appointments. On (B)(6) 2019, the patient sent photos of her face. Date when the photos were taken was not reported, the patient only stated they were recent. Outcome at the time of the report: suspected sarcoidosis was not recovered/not resolved. Foreign body granuloma was not recovered/not resolved. Suspected infection/biofilm formation was recovered/resolved. Swelling was recovered/resolved. Red was recovered/resolved. Potential viral infection was recovered/resolved. Hilar lymphadenopathy was not recovered/not resolved. Swelling at extremities was recovered/resolved. Fatigued was not recovered/not resolved. Tracking list: v.0 initial, v.1 fu information received on 24-feb-2019 by the patient, 25-feb-2019 and 18-mar-2019 by the reporting physician: no new information, the reporting physician is still waiting for the test results. V.2 fu information received on 06-apr-2019 from the physician, which was reported by the patient. Sutures were performed on the patient and an unspecified lung evaluation was reported to be negative. V.3 fu information received on 07-may-2019: a plastic surgeon performed the sutures (facelift) in (B)(6) 2018. V.4 fu information received on 20-jun-2019 from the patient via the physician: confirmed date of sutures, health status was good, and pet scan confirmed there was no sarcoidosis in the lungs. Added events of hilar lymphadenopathy and fatigue. Date of treatments was confirmed and lot numbers were received. A batch record review was performed. On 25-jun-2019, recent patient photos were received (date of photos were unknown).

Event description:
Case reference number (B)(4) is a spontaneous report sent on 01-feb-2019 by a physician which refers to a female aged around 49-50 years at the time of the event. No information about medical history, concomitant medication, history of allergies or previous filler treatments. On (B)(6) 2014, the patient received treatment with 2 vials of sculptra to face. On (B)(6) 2014, the patient received an additional treatment with 2 vials of sculptra to face. The patient did not receive any injections in the neck. The lot numbers, needle types and injection techniques were not reported. The treatment was uneventful and successful, and the patient was pleased with the result. In (B)(6) 2018 (discrepancy: also reported in (B)(6) 2018), the patient had sutures in the face (facelift) performed by a plastic surgeon. The sutures that were used in the patient's face were ethibond permanent- polyethylene terephthalate and vicryl dissolvable - polyglactin 910 absorbed in 56-70 days. It was reported that the facelift was uneventful and successful. In (B)(6) 2018, the patient contracted a potential viral infection(viral infection). The patient's face started swelling(implant site swelling) and became red(implant site erythema). Lumps started to form on her face and neck. The lumps progressively increased in number and size. The patient went to see a dermatologist and a histopathologist, who performed a biopsy and the diagnosis was foreign body granuloma(foreign body reaction), containing crystals of plla and believed to be associated with sculptra. The granulomas were present on the temples, face and neck. During the visit to the histopathologist, it was noted that the patient also had slightly elevated ace levels, which is associated with many aetiology including sarcoid. The histopathologist suspected sarcoidosis(cutaneous sarcoidosis) and stated it is a well-known fact that foreign body can be seen in sarcoidal granulomatous inflammation. The histopathologist also stated, though, finding foreign body does not completely exclude sarcoidosis, he/she still favoured foreign body granulomatous inflammation. This was due to the fact that the considerable numbers of foreign bodies were seen and they resembled cosmetic fillers. However, sarcoidosis could not be excluded considering the raised ace levels. The dermatologist reported that the diagnostic biopsy showed granulomatous inflammation with evidence of foreign body reaction in the skin. What slightly complicated that otherwise plausible connection between the previous injections and the current granulomatous looking information associated with foreign body material, was that the patient's serum ace level was moderately elevated and this could be seen in the diagnosis of sarcoidosis. The histological findings on the biopsy could be compatible with sarcoidosis, even with the foreign body type reaction as this was a finding in a proportion of patients with sarcoid. The dermatologist's thoughts were that it was much more likely that the diagnosis was foreign body reaction and the histopathologist also felt that on balance, looking at the histological appearance, that was more likely a reaction to the previous injections. The patient mentioned that before the lumps appeared at face, she had been a little unwell for a month with some generalised swelling of the face but also some swelling at extremities(oedema peripheral) and the dermatologist wondered whether she might have had an suspected infection/biofilm formation(implant site infection) that then caused the complication at the filler injection sites through biofilm formation. To clarify all of this, the dermatologist sent the patient a form for a repeat blood test for serum ace and also a form for her to have a chest x-ray carried out. The dermatologist recommended the patient to provide the histology report to the treating physician and to her plastic surgeon who performed her facelift last year. Treatment for the adverse event was not reported. On (B)(6) 2019 the patient reported that she had never had any artecol injected previously. She only had sculptra and juvederm treatments that one time with the reporting physician. The patient did not have any recent tests done. She only had one biopsy and no more since then or at anytime before. On 25-feb-2019, the reporting physician reported that she personally did not believe it was sculptra that caused the events as they appeared five years after treatment. However, the biopsy stated foreign body granulomas, diagnosed as resembling poly l lactic acid, so the dermatologist believes it was from the patient's sculptra treatment done that many years previously. On 18-mar-2019, the reporting physician reported that there were no new information and she was still waiting for the test results. On 06-apr-2019, follow-up information was received from the reporting physician. The patient had sent the following information to the physician. The secretary of the lung consultant told the patient that an unspecified report was negative. The sutures that were used in the patient's face were ethibond permanent- polyethylene terephthalate and vicryl dissolvable - polyglactin 910 absorbed in 56-70 days. The patient was wondering if they recognized this as potentially the nucleus of the granuloma removed via the biopsy (as reported). Furthermore, on friday (unspecified date) the patient was supposed to ask the dermatologist to contact the lab to discuss sculptras opinion that the findings are not as they say of 'a polylactive type' (as reported). On 07-may-2019, follow-up information was received from the patient. The patient wondered if the sutures performed in (B)(6) 2018 could have contributed to the foreign body even though her dermatologist stated it was a foreign body seen with products such as sculptra. Largely, the granulomas did not form in any part of the suture sights. Outcome at the time of the report: swelling was recovered/resolved. Red was recovered/resolved. Foreign body granuloma was not recovered/not resolved. Suspected sarcoidosis was not recovered/not resolved. Potential viral infection was recovered/resolved. Swelling at extremities was recovered/resolved. Suspected infection/biofilm formation was recovered/resolved. Tracking list: v.0 initial, v.1 fu information received on 24-feb-2019 by the patient, 25-feb-2019 and 18-mar-2019 by the reporting physician: no new information, the reporting physician is still waiting for the test results. V.2 fu information received on 06-apr-2019 from the physician, which was reported by the patient. Sutures were performed on the patient and an unspecified lung evaluation was reported to be negative. V.3 fu information received on 07-may-2019: a plastic surgeon performed the sutures (facelift) in (B)(6) 2018.

Manufacturer narrative:
Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer comment: the lot number was not reported and therefore a batch record analysis was not performed. Pharmacovigilance comment: the serious events of foreign body reaction and sarcoidosis, and the non-serious events of swelling, erythema and infection at the implant site were considered expected and possibly related to the treatment. Serious criteria included permanent damage; there was no report of corrective treatment. The non-serious event of viral infection and peripheral oedema were considered unexpected and unrelated to the treatment. The diagnosis of cutaneous sarcoidosis was considered to be a less likely etiology for the granulomas than the diagnosis of foreign body reaction, due to the presence of plla in the histopathological samples; a pulmonary evaluation was negative. The facial and peripheral swelling were likely a prodrome of the impending inflammatory reaction. Possible contributory factors for the events include a possible viral infection and bacterial seeding of a facial implant site. The patient proposed that sutures from a facelift might have contributed to the event; however, this is unlikely considering the location of the lesions throughout the face and neck. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Exemption number: e2015005. Galderma laboratories, l. P. (Importer registration number: 1000118068) is submitting the report on behalf of q-med ab (manufacturer registration number 9710154).